Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare then recommended lead replacement. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).